Manufacturer narrative:
The reported event of capture issues was confirmed. The device was received with atrial output anomalies, where all atrial and ventricular outputs were pacing normally on the merlin programmer, but the atrial output could not be seen on the external monitors or bringing out of the device through the leads. The device was cut open to perform further testing, and the battery was found at normal levels. Firmware reloads or power reset did not restore the device¿s normal characteristic. Electrical and mechanical tests results isolated the issue to an anomalous integrate circuit (ic) on the hybrid.

Event description:
The next day following the initial implant procedure, a loss of capture was observed on the atrial lead. X-ray imaging was performed; however, no lead abnormalities were noted. A revision procedure was performed, and capture threshold was normal when the atrial lead was connected to a pacing system analyzer, indicating the device as the source of the loss of capture. The device was explanted and replaced to resolve the event. The patient was in stable condition.